Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: caution: pts with barrett's esophagus may have problems associated with their esophageal pathology that could compromise their post-surgical course. Use of the band in these pts should be considered on the basis of each pt's medical history and severity of symptoms. Device labelling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported a lap-band pt noted reflux and dysphagia. An upper gastrointestinal (gi) and esophagogastroduodenoscopy (egd) were conducted but revealed no issues. The band was removed without replacement. Follow up findings: health professional reported that the "pt requested removal [of the lap-band]."